Event description:
Flecks of unidentified material found in the large blue bowl and lid contained in the pack.specks noticed prior to case start and pack was considered contaminated. The pack was disposed of and not used for the case. New pack opened and used. No patient harm occurred.device #1is this a laboratory device or laboratory test?no.